Event description:
It was reported that the ilet user experienced low glucose after a dinner meal announcement while glucose was already trending low, and the caregiver questioned a discrepancy between insulin on board and pump reservoir volume. The caregiver was advised that insulin on board reflects active insulin in the body and was counseled on giving sugar and waiting for glucose to rise slightly before announcing meals. Symptoms included hypoglycemia with a nadir of 59 mg/dl and observed sleepiness. Outcomes included minor injury of hypoglycemia resolved with oral glucose and no lasting impact. Investigation included interviews with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified related to improper procedure for meal announcement; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.